Manufacturer narrative:
D10 concomitant product: vlocl0346, vlocl0346 v-loc 180 0 grn 23cm gs21x12 (lot# a4f1628vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, sentinel lymph node, and cystoscopy procedure, there were two needle detachment while closing the vaginal cuff. The needle detached from the suture while suturing or preparing the suture after the patient incision. The issue was resolved by opening another suture of the same type, but the exact issue occurred again. There was no patient injury.